Event description:
It was reported that the patient presented for the procedure. During the procedure, the patient experienced multiple episodes of ventricular tachycardia following implantation of the lead in the right ventricular apex. Several repositioning attempts were performed; however, the ventricular tachycardia persisted. As a result, the lead was not used and was replaced with a new lead. The patient¿s condition was stable.